Event description:
A doctor was deploying (unsheathing) the fluency plus tracheobronchial stent graft in the sfa, just below deep femoral artery in a crossover procedure. The catheter broke near the white handle and wouldnot allow the doctor to further deploy the stent graft. An 8 f cordis bright tip introducer sheath was used. The doctor was eventually able to deploy the stent graft, however, the placement was not precise and the deep femoral artery was closed off. There was no patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The sheath was torn off completely at the reinforcement. The proximal end of the outer sheath had been cut in/slit approx. 10 mm on both sides. The sheath was compressed 640 mm from the distal end on a length of 30 mm and pinched 80 mm from the distal end. The pebax material and distal cap were located approx. 240 mm proximal from the tip. The stent was released and missing. Based on the sample evaluation, the reported torn catheter is confirmed. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.